Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure preparation, the fiber got stuck and unable to removed it. The console was aside for out and field service was needed. There was no patient involved. The fiber port had the fiber fused in the receptacle of the fiber port and it was necessary to replace the fiber port assembly.